Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no loud noise during testing and all buttons functioned properly. There was no moisture damage on the keypad traces and no cosmetic damage. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported high blood glucose and keypad anomaly. Customer's blood glucose reading was 536 mg/dl. Customer advised the insulin pump made loud noise and sounded like the motor. Troubleshooting for keypad anomaly was performed. Customer advised the self-test took longer than normal to perform. Customer advised the buttons were unresponsive in addition to the loud motor noises. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.